Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l2. Intraoperatively, the bone cement took 27 minutes for preparation. The cement was used to complete the procedure successfully. There is no problem to the patient at the moment. Patient status is good. It was noted that the bone cement was kept at room temperature, but the operating room was cold; it was cold and snowing outside. It is unknown if the bone cement was stored at 23 +/-1°c for 24 hours prior to use. Usually it is stored at 6°c at this hospital. Mixing method is unknown. Cement was mixed for 27 minutes. IFU was followed. Cds was not used. Cement was not doughy and homogenous prior to delivery into the patient. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.